Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID (B)(4) implantable cardioverter defibrillator (ICD)  (B)(6) 2010. (B)(4).

Event description:
It was reported that there was high impedance on the right ventricular (rv) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.